Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient was on venoarterial extracorporeal membrane oxygenation (va ECMO) and was having audible and visual low flow alarms. The hospital wanted to decrease the speed since the va ECMO was unloading the heart and not going through the pump. They were unable to get the extended silence option to come up on the system controller even with low flow. They turned the pump down to 7800 rpm are leaving the patient at that speed since they currently have no alarms. Additional information provided to the manufacturer indicated that the patient subsequently expired unrelated to the event, due to multisystem organ failure. The patient was very ill going into the procedure and never recovered post-operatively. The lvad was reportedly operating normally while supporting the patient.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.